Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure after the right ventricular lead was advanced to the rv apex and the introducer was pealed back and removed, further manipulation of the lead the suture sleeve advanced into the venous system. The physician explanted the lead and the sleeve stayed in the cephalic vein. When an attempt to retrieve the sleeve, it advanced into the patient¿s right atrium. Two other physicians were called in to assist, and noted that the suture sleeve had advanced to the right pulmonary artery. After several hours, the suture sleeve was removed. The patient had no complications and will be rescheduled for an implant.